Event description:
Koru medical became aware of mw5168118 received through the FDA medwatch program stating "patient reports she went to put 2nd syringe (40 ml) in pump, wound it back and then it went forward and pushed the whole thing up and out and can't wind it back at all. No adverse events reported. Serial number is unknown. Reported (B)(6) by: patient/caregiver." A good faith effort was sent to the initial reporter on 10-apr-2025 for additional information. A response was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.